Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced pain and burning from her vagina to her bowel. The patient can't sit or walk. The patient experienced pain when passing urine. The patient was prescribed painkillers and instillagel which she injected into her vagina. Additional information has been requested.

Manufacturer narrative:
(B)(4). Pain occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).